Manufacturer narrative:
Light was not in use when incident occurred. The extension arm disconnected from the pivot support and fell to the floor. No injuries occurred. Extension arm was returned to the MFR and it was found that the retaining ring that holds the extension arm and pivot support together was taken out of the light during installation. Per the instructions, this ring is to remain in the pivot support assembly. The root cause of incident is installation error.

Event description:
Extension arm disconnected from pivot support junction and fell to floor. No injuries occurred.